Manufacturer narrative:
Manufacturer's investigation conclusions: although the reported pump stop was confirmed via the submitted log file, the cause could not be conclusively determined during the evaluation. The submitted log file revealed one pump stop that occurred while the patient was connected to the power module. The patient had a previous external percutaneous lead replacement due to suspected damage. See MFR. #2916596-2018-05399 for more information. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on vad support and no further issues have been reported. Multiple attempts for additional information were issued to the customer, but no further details were provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 1 year and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient experienced a brief pump stop. This patient has a history of a short-to-shield. Technical services noted that it is possible for the short-to-shield to have matured into a phase-to-phase short, but that there was not enough evidence in the log files to confirm that was the case.